Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. Ts discussed troubleshooting options and that based on presenting data, an electrode fracture was suspected. The system was reprogrammed to the secondary sensing vector. The smart pass was unable to be reenabled after extensive troubleshooting but based on available data it was not required as there were no t-waves that could be oversensed. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.